Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported by the customer that mosaiq is capable of performing treatment of prescriptions, which had been initially approved but then unapproved. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue could not be reproduced and cause could not be determined. This is an isolated incident.